Manufacturer narrative:
One (1) unknown screw cortex cortical screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hardware was removed (1 olecranon plate and 8 screws) due to osteomyelitis and skin infection on (B)(6) 2017. An antibiotic (vancomycin) cement beads were given to patient. The wound was washed with saline and no new implants were implanted. The screws were a mixed combination of (1) 3.5 locking screw, (1) cortical screw and (6) 2.7 va locking screws. The sizes of the screws are unknown. The parts were originally implanted on (B)(6) 2017 for fractured left elbow. There was no delay in surgery, procedure was completed successfully and patient outcome reported as stable. This report is for 1 unknown screw cortex cortical screw. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Explanted devices were intact.